Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed test failure at 10:01am. The customer's blood glucose level went from 225 mg/dl to 335 mg/dl. The customer treated there blood glucose using the insulin pump. Several air bubbles were found in the reservoir. The device is not returned.